Event description:
It was reported that hub fell off of the electrode. Additional information has been received that the device has been returned and evaluated. The allegation of "not reading temperature" was confirmed. The shaft of the electrode was severed at the hub and not returned for analysis. The probable cause selected is "unintended use error caused or contributed to event". The severed shaft was likely due to unintended excessive external mechanical force.

Event description:
It was reported that hub fell off of the electrode.